Event description:
It was reported by the patient that the patient was informed there was an abnormal situation with the pacemaker (unknown specific situation). There was an intervention done and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).